Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced reservoir unable to lock into place, retainer ring damage, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1715kr. Troubleshooting was performed. The customer reported physical damage to the retainer ring on the pump. Reservoir was unable to lock into place. No harm requiring medical intervention was reported. Mmt-1715kr was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump was received with a missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. The following were noted during visual inspection: broken reservoir tube lip, missing retainer ring, missing reservoir tube o-ring, crack in the battery tube threads, crack in the case on the battery tube side which starts at the corner of the left belt clip rai, missing serial number label, crack in the middle (enter) keypad button, keypad overlay scratched. The pump was received with a battery cap missing a weld spot. In summary, the customer¿s report of a missing retainer ring was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.